Event description:
It was reported that there was over dilatation and a dissection occurred. It is unknown if treatment was required; however, because of the date of the event, additional info is not available. In the absence of that info, it will be assumed that additional medical intervention was used to treat the injury and the event will be filed.